Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that custumer accidentally over infused. Customer reports to have accidentally given herself 9.75 units of insulin. Customer treated with glucose tablets and soda. Customer checked her blood glucose every 15 minutes while on the phone with help line. Customer's blood glucose ranged from 112 mg/dl to 123 mg/dl. Customer felt no effects of low blood glucose. No further information provided.